Manufacturer narrative:
Batch review performed on 25 february 2021: lot 164908: (B)(4) items manufactured and released on 17 oct 2016. Expiration date: 2021-oct-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 another similar reported event since 2017.

Event description:
Revision surgery 4 years and 1 month post primary surgery for tibial tray loosening (the reason is unknown.) The surgeon removed all components and implanted competitor components. The surgery was completed successfully.